Event description:
It was reported the patient experienced a "hematoma". It was further reported the "week before (B)(6) 2013 the patient felt a lump at the base of her buttock where she sits on the left side where the implantable neurostimulator (ins) is and where she felt the stimulation sensation." It was stated the patient met with her physician two weeks prior to report "because the lump was getting bigger." It was noted the patient's physician sent her to meet with a surgeon two days later "who examined it and said there was more investigation needed." A computed tomography (CT) scan was performed eight days prior to report "of the area of the pelvis that was fractured one year prior when the patient fell on that same side because it did not heal properly/not meshed together and they speculated that one corner of the pelvis punctured the bladder" and that "the collection in the pocket may have been urine." It was noted the day after the CT scan the patient met with their physician "who did a cystoscopy to see if urine was leaking in to the pocket." It was stated the patient's physician "determined there was no scar tissue, but her bladder was a little lopsided" and "looked fine". A needle aspiration of the pocket area was performed and "there was new blood found in the pocket." It was stated the pathology results indicated "there were no cancer cells and no urine" in the blood and the tissue was of an unknown origin. It was noted the "lump was excised". It was further noted that at the time of report the lump was "getting bigger again and was uncomfortable for the patient to sit" because it "irritated the hematoma". It was stated the patient's physician "did not think it was associated" with the patient's device. It was reported the patient was to have another physician examine the lump ten days following her report. It was reported the patient "received assistance from their physician or manufacturer representative and their concerns were resolved" on (B)(6) 2013. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va081h9, implanted: (B)(6) 2013, product type lead. (B)(4).